Event description:
The patient stated that her infusion device is beeping continuously with 2.01 displayed on the screen. She was advised to disconnect from her infusion site and to remove her power pack. The patient inserted a new power pack into her infusion device and it functioned properly. She stated the power pack was probably one week old. The patient is aware of the power pack recall and has been changing her power pack every 2 weeks. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.